Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime/a33 test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Blood glucose level was 126 mg/dl at the time of the call. No further information was provided.